Event description:
Hip head luxated out of cup in spite of a constrained inlay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.